Event description:
It was reported that the patient turned the system off one week prior to report because, the patient experienced ¿bad¿ migraines, slurred speech and the hand and arm would ¿lock up.¿ it was noted that the system was ¿not working¿ on the left side. It was noted that the patient was unable to write their name. The patient was concerned because, only one side ¿running¿ had ¿caused damage.¿ the patient ¿lost feeling¿ in the left side but the patient indicated the problems were with the right side and that side was ¿still running.¿ it was noted that ¿in the past¿ the right side had not worked but then it was fixed. The patient visited the healthcare professional (hcp) and had ¿pain blocks.¿ the patient planned to visit an hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3708360, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3986a, lot# n115902, implanted: 2008 (B)(6); product type lead product ID 3708360, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).